Manufacturer narrative:
Initial.

Event description:
It was reported that a patient who had recently started on the ilet pump experienced high blood glucose after lunch, with a fingerstick of 391 mg/dl, and later remained around 305 mg/dl despite automated corrections; caregivers elected to disconnect the pump and administer a manual subcutaneous insulin injection for more rapid correction and planned to reconnect after an appropriate interval. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the users. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.